Event description:
It was reported that the inflatable penile prosthesis (ipp) had not been working properly for the past two months. The doctor tried to inflate the prosthesis without success. A replacement surgery was recommended as a pump malfunction is suspected. No patient complications were reported.